Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and shaft break occurred. A 4.00x12mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, it was noted that stent was damaged and the shaft broke. No patient complications were reported.